Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Analysis on the suspect computer for the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was able to replicate the reported event. System also became unresponsive for 10 minutes upon inspection, this issue could not be resolved via uninstalling and reinstalling the software. Replacement of the navigation system's computer resolved the issue. No further issues were reported. The reported system computer was returned to manufacturer for analysis, however, no finding are possible at this time as product is currently under analysis. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that site¿s navigation system lagged when exiting from cranial. In trouble shooting the medtronic representative was unable to replicate the issue after rebooting the system multiple times. Software on the navigation system will be reinstalled to confirm the system is functioning normally. No patient present at the time of issue.